Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis event. Blood glucose level was over 800 mg/dl at the time of the event. Therefore, patient went to emergency room and was hospitalized. Patient was treated with intravenous drip (IV drip). The duration of hospitalization was greater than 24 hours. Patient was found positive for ketones level. No further information was available.